Event description:
Pt was implanted with prodisc-c at c6-c7 on an (B)(6) 2010. X-rays on an unk date showed pt fused. The pt is asymptomatic. Surgeon has no plans for revision at the moment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient selection and/or surgical technique may have been a factor. Osteophytes leading to a fusion is a natural occurrence during the degeneration of the spine. If the patient was showing signs of advanced degeneration at the time of implantation, then it would have been more likely for bone growth to occur. Additionally, too much and/or aggressive bone remodeling would have provided a good bloody pathway to promote bone growth at the implant site. If severe remodeling was required, that may have also been a sign that severe degeneration was a factor. An extensive list of patient contra-indications and exclusion criteria are listed in the technique guide and proper technique is taught in mandatory surgeon training for this device. A review of the implant risk analysis was completed. Updating the implant design, technique guide, or risk analysis is not warranted at this time.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.